Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the cause of the implant heating during recharging was unknown. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when charging, the stimulator gets hot and the lower area beneath the implantation site, as well as lower back pain, becomes severe. The manufacturer representative (rep) advised to charge in short sessions with frequent intervals, and also told them to consult their physician again about the lower back pain. They have already consulted the physician and received loxonin, but no causal relationship has been confirmed. The issue was not resolved at the time of report.